Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a anterior rectal resection procedure, there was a staple line incomplete with anastomosis opening and anvil was seen to be bent. It was also reported that two hours after the procedure, the patient was more in pain than normal and when the surgeon made a second look it was then when the leak, anastomosis opening was noticed. The surgeon oversewed the anastomosis manually and noted that the patient had an infection in the abdominal hole. The patient was also subjected to be under ventilating system.